Event description:
It was reported that the patient experienced a speed drop past the low speed limit on (B)(6) 2019. Log file analysis confirmed the low speed operation. This occurred while attached to the power module. There were no other unusual events seen within the log file. It was recommended that the patient should be put on an ungrounded patient cable since this is not happening while on batteries.

Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed the reported low speed events and also revealed the occurrence of low flow alarms; however, a specific cause for the low speed events and low flow events could not be conclusively determined through this evaluation. Three system controller log files were submitted for review and contained data from (B)(6) 2019 ¿ (B)(6) 2019, (B)(6) 2019 ¿ (B)(6) 2019, and (B)(6) 2019 ¿ (B)(6) 2019, per the timestamp. A transient low speed hazard alarm associated with a speed reduction down to 2180 rpm (6220 rpm below the low speed limit) was captured on (B)(6) 2019 at 6:57 pm. Additional information provided by the customer on (B)(6) 2019 indicated that the patient was doing well with no medical issues. The physician opted for no intervention and would continue to monitor the patient at that time. In addition, the submitted log file data showed that an additional transient low speed advisory alarm associated with a speed reduction down to 4870 rpm (3530 rpm below the low speed limit) was captured on (B)(6) 2019 at 4:06 am. Both low speed events captured in the log file data occurred while the system was connected to the power module and could be indicative of a potential driveline wire compromise; however, potential driveline wire damage could not be confirmed as the device remains in use. Moreover, a few transient low flow hazard alarms associated with estimated flow values of 2.2-2.4 lpm were scattered throughout the submitted log file data on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The account did not report a specific cause for the low flow events. The submitted x-rays of the internal and external portions of the patient's driveline appeared overall unremarkable; however, a service loop near the pump/outflow conduit was noted on the internal portion of the driveline, which could be a potential area of concern considering over 6 years of support on the pump. Technical services personnel reviewed a submitted photograph of part of the patient's driveline and communicated to the customer that there was not enough room between the patient's exit site and the prior distal end driveline replacement site for a second driveline replacement to be performed. It was recommended to the customer that the patient be placed on an ungrounded patient cable. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on the heartmate lvas ii and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous percutaneous lead repair for cosmetic reasons was reported to abbott on 22aug2017. At the time, this was considered a non-reportable event. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a speed drop to 2180 rotations per minute on (B)(6) 2019. The customer was unable to determine a cause for this. Log file analysis captured a speed drop below the lower speed limit on (B)(6) 2019. There is not enough log file evidence to confirm the cause of this event but it did occur while the patient was connected to the power module. This could be an early sign of the percutaneous lead short to shield developing. The patient was doing well with no medical issues. The patient did not recall any alarms. The percutaneous lead images were unremarkable. The patient had a percutaneous lead repair in the past for cosmetic reasons only. No prior pump stops. Records show the entire percutaneous lead length has been replaced in the past so another external percutaneous lead replacement is not possible. The physician has opted for no intervention at this time. The patient will continue to be monitored. No further information was provided.